Event description:
The customer reported that there is no alarm. The customer support engineer (cse) verified that the device has no audio alarm. The case inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no pt involvement reported.